Event description:
Patient was revised to address poly wear and osteolysis. It was reported that the head went through the liner and also through the cup, which was also loose.

Manufacturer narrative:
Customer reported patient was revised to address poly wear and osteolysis. It was reported that the head went through the liner and also through the cup, which was also loose. Doi: 1990 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. This product code is now obsolete. Product/lot information was not provided for the associated acetabular liner. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C.. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.